Event description:
An rn was removing air from the tr band device according to protocol. When she inserted the tr band inflator syringe into the balloon port, the tip of the syringe broke off in the balloon port. This resulted in the immediate loss of air/deflation along with loss of hemostasis at the at the radial procedure site, with bleeding. The rn held manual pressure and requested assistance from the charge rn to obtain a new tr band from the cath lab.